Manufacturer narrative:
Investigation in progress, but not yet complete.

Event description:
As per distributor report, after postoperative imaging studies l-plate fracture in right canine abutment of the pt was observed.